Event description:
It was reported a coronary angiogram revealed normal coronaries and left ventriciulogram; an angio-seal device was deployed to seal the arteriotomy site in 2004 without complication. A pre-deployment angiogram was not performed. The pt was discharged the same day with no complications. The pt presented to the e.r. About three weeks later with right leg pain. Pulses were absent and the right foot was mottled; the pt was unable to bear weight. Continuous heparin IV was administered; the pt underwent surgical excision of a false aneurysm, right femoral embolization, and patch repair the same day. The angio-seal device component(s) were not observed during surgery. The pt underwent physiotherapy and was discharged 3 days later and was reported to be recovering with no further complications. The pt reportedly had difficulty mobilizing prior to the angiogram due to pain in legs caused by obesity.